Manufacturer narrative:
The harmonic ace instrument has been returned and evaluated by the failure analysis team. The reported failure was confirmed and replicated. The grip pin was still intact and through the grip, in its original position. However, a piece was broken off of the grip pin. The missing piece was not retuned with the instrument.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the harmonic ace instrument stopped working. A piece of the instrument broke off and fell inside the patient. The instrument fragment was retrieved durign the same procedure which was completed robotically.